Manufacturer narrative:
Circumstances of the side rail damage are unknown. However, the review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was fully detached. According to the instructions for use for citadel plus bed (IFU 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The bed frame was damaged, therefore the arjo device did not meet specification. The bed frame was in use by a patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
\Arjo became aware of the broken side rail of the citadel plus bed frame. The bed was swapped out and inspected by arjo representative. It appeared that all four screws holding the panel to the metal plate of the right foot end side rail were ripped off. The customer staff did not inform how the side rail was damaged. The bed was in use by a patient when the issue occurred. No injury was claimed.